Event description:
It was reported that the right atrial (ra) lead exhibited undersensing on the day of implant. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 429678 lead, implant date: (B)(6) 2013, dtba1d1 crt-d, implant date: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.